Manufacturer narrative:
Com-(b)(5).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). Transmitter functional testing was performed and failed at power verification for battery voltage. The customer complaint was confirmed because the transmitter failed the testing. The probable root cause is a defective transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.